Manufacturer narrative:
The events of seroma-late, lump/nodule, and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, tumor, bia-alcl.

Event description:
Healthcare professional reported via regulatory agency "patient presented with a seroma and 2 years later a tumor. Patient received bia-alcl diagnosis based upon cd30 positivity and alk expression was negative. Bia-alcl staging was t1n0m1 and patient was treated with bv-chp and is in clinical remission after 3 cycles". Histopathological markers cd30+ and alk- have been received. The affected side and device status has not been specified.